Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was faulty. The manufacturer's implant records indicate that the pace/sense portion of the lead was capped and the high voltage portion remains in use. A new lead was placed for pacing and sensing. No patient complications have been reported as a result of this event